Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a lost sensor alarm. Customer reported that insulin pump was not communicating with the transmitter. Customer's blood glucose was 50 mg/dl, which was treated with juice. Customer was not able to check connections due to driving. Customer would call back to complete troubleshooting.